Event description:
Wadhwa rk,. Et al. "Spinal cord compression in a patient with a pain pump for failed back syndrome: a chalk-like precipitate mimicking a spinal cord neoplasm: a case report." Neurosurgery. 58(2): e387: discussion e387. 2006.

Manufacturer narrative:
.